Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tubing broke while hanging reflexis. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we had the bd alaris pump infusion set tubing break on the nurse when she was hanging reflexis."

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tubing broke while hanging reflexis. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we had the bd alaris pump infusion set tubing break on the nurse when she was hanging reflexis."

Manufacturer narrative:
H6: investigation summary: customer reported the tubing broke and returned the affected sample. The sample was clearly separated at the inlet of the in-line filter and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis could not be conducted as the tubing had a known issue of slight expansion along the tubing. No other failure modes were observed. A device history record review for model 11532269 lot number 20065136 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.